Event description:
It was reported that the ilet charger would not charge the device despite attempts with multiple outlets, consistent with a charging problem attributed to the battery charger component. Customer care provided assistance with replacement logistics. Investigation of this case revealed a power source problem consistent with a component failure of the charger, aligning with a charging malfunction of the device accessory. No adverse clinical symptoms reported. Outcomes included no health consequences or impact. It was concluded, based on previously established findings for similar reports, that the cause was a component-level power source failure.